Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as 19.8 mmol/l; cause was not known. Reportedly, customer reported pump display was frozen. Customer delivered a correction bolus via pump. The pump was reset and issue was resolved.